Manufacturer narrative:
Examination of two (2) units from the same lot number found no evidence of product non-conformances. The actual complaint unit involved in the event was not returned for evaluation.

Manufacturer narrative:
The user facility was notified of the event on (B)(4), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Package insert (B)(4) that state in # 9. Do not use excessive force when inserting the device. Excessive force may cause damage to the device and/or adversely affect its performance.

Event description:
It was reported the patient underwent an open bankart repair procedure. After the juggerknot implant was deployed it was discovered that one of the tips from the inserter had fractured off. A radiograph was taken and showed negative implant retention: however, the surgeon believes that it was to small to show up on radiograph and therefore retained.